Event description:
The patient case was done as a crossover a procedure. When the doctor was removing the aspiration catheter after aspiration, the guide wire kinked and everything was stuck in the iliac artery. The aspiration catheter ruptured and the marker band loosened. The problem was solved by equipment and surgical removal. Patient status is good. There is no device components left in the patient.

Manufacturer narrative:
The actual device used in the case was evaluated. Visual examination of the returned aspiration catheter revealed that the extension line is attached to the hub of the aspiration catheter. A glass container was returned and inside was a torn out wire limen and the aspiration catheter tip with the marker band attached. Visual examination did confirm that the marker band was attached to the tip. The distal end of the aspiration catheter shows stress was applied when the tip of the aspiration catheter was torn off. The wire lumen exhibits severe stress. A cine of the procedure was returned and reviewed. The review of the cine does confirm a wire management problem, which was reported in the initial reported case event. The cine images appear to show looping and kinking of the occlusion balloon wire during use. A review of the device history record did not detect any deficiencies within the manufacturing process. The complaint investigation is confirmed; root cause appears to be wire management issues resulting in the wire lumen becoming torn away from the aspiration catheter shaft. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
(B)(4). Evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted.